Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a needle. The customer reports the needle and hub is detaching because they don't have epoxy in the union of the cannula and hub.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.